Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, it was difficult to remove the introducer tool and advance the catheter forward. It was also reported that the introducer tool caught the catheter leading to exposure of the internal wires when it was withdrawn from the sheath. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012284747 was returned and analyzed. Visual inspection showed the catheter was received without the guidewire. The guidewire lumen was received fully extended, and with a deformed array loop assembly. The dual lumen was received detached from the shaft, causing the electrodes wires and the anchor ring to be exposed. The shape of the catheter array was knotted. X-ray and optical inspection showed the nitinol array wire appeared bent at two positions on the distal arm: one distally to the electrode #1 and the second proximal to the tip. The wire of the electrode #5 appeared broken the vicinity of the soldering joint. X-ray imaging confirmed that the nitinol array wire was intact and properly attached at the tip and at the dual lumen. Optical inspection at high magnification revealed the array pebax tubing is ribbed between the electrode #4 and 5. The shaft pebax tubing transparent outer jacket at the junction with dual lumen was circumferentially torn. The braided wire appeared broken. The capture device distal inner diameter at 0.146 inches and proximal inner diameter at 0.287 inches were above toleranc e, with no defects observed. The dimension above the upper tolerance most likely due to the use of the device. Catheter identification tests showed the data from the catheter identification chip confirmed usage on the reported event date. The catheter was not reprogrammed as the catheter condition would not permit an ablation to be performed using pulseselect generator. No other tests could be performed due to the returned condition of the catheter. Hipot verification of the integrity of electrode wires insulation revealed intact electrode wires without any insulation damage or breakage. The electrical continuity test revealed an open loop between electrode #5 and connector pin #5, as expected. In conclusion, the loop catheter failed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.